Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter had a meter settings issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged meter settings issue first occurred on (B)(6) 2017, 7pm ¿she could not see the apply blood screen¿. The patient takes insulin (self-adjuster) to manage her diabetes and denied making any change to her usual diabetes management routine in response to the alleged product issue. She stated that 6 hours after the alleged issue began she developed that symptoms ¿sweatiness and shakiness¿ she reported that on (B)(6) 2017 at 2:00am she self-treated with food and drink. At the time of trouble shooting, the cca confirmed that the issue was resolved with trouble shooting. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.